Event description:
Add'l info received from reporter 02/04/2014: pt had a surgical procedure on (B)(6) 2013 during which the device was explanted.

Event description:
Pt called to report adverse reactions to essure permanent birth control system. Pt stated she has been in and out of the hospital since implantation in 2007, and has experienced multiple systems including swelling, migraines, back pain, pulmonary embolism, irregular periods, bleeding, cramping, diagnosed with fibromyalgia, painful intercourse, tingling sensation on the right side of her body and weight gain of (B)(6). She stated she has been put on prozac and was diagnosed with gerd. She stated the device was breaking down inside her, and during a dnc a piece of the coil was pulled out. The pt stated she is in extreme pain and is scheduled to have a hysterectomy (B)(6) 2013 for device removal.